Event description:
It was reported that the patient's blood glucose level (bg) rose above 250 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported event could not be determined. The device was received with the adhesive pad fully attached to the bottom housing. No issues were observed with the adhesive pad or the adhesive welds. Although no issues were observed, the exact cause of the reported adhesive failure could not be conclusively determined. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.